Event description:
Contrary to the initial report provided by another manufacturer. As stated by the device user on 07/14/2015: "there was no issue with the cook or the other manufacturer's equipment used during this case. The initial report provided by the other manufacturer is not accurate. What happened is that the pt's blood pressure was labile under general anesthetic and the anesthetist was asked whether the procedure should stop - he was confident in his ability to manage the situation and indeed did so well. The patient's sudden deterioration occurred directly because I inadvertently dislodged a temporary pacing wire while using the needle eye snare resulting in a period of asystole requiring several minutes of CPR. I choose to take the risk of a transfemoral lead retrieval knowing in advance that this complication could occur. The pt has recovered well after I re-sited the temporary pacing lead, and is due for discharge from hospital soon. I would categorize this as an operator-related event rather than an equipment related event."

Manufacturer narrative:
(B)(4). A review of complaint history was conducted during the investigation. The device was not returned for evaluation. Per the report from the doctor, a lead was dislodged by the doctor during use, which affected the patient's blood pressure. No adverse health effects were reported by the doctor. No evidence of device malfunction or nonconformity was found during the investigation. Manufacturing records were reviewed, and no evidence of nonconformity was found. No other complaints have been filed for devices from this lot. There is no evidence to suggest the product was not manufactured to specification.

Event description:
Contrary to the initial report provided by another manufacturer. As stated by the device user (physician) on (B)(6) 2015: "there was no issue with the cook or the other manufacturer's equipment used during this case. The initial report provided by the other manufacturer is not accurate. What happened is that the patient&#38112;blood pressure was labile under general anesthetic and the anesthetist was asked whether the procedure should stop - he (the anesthetist) was confident in his (the anesthetist) ability to manage the situation and indeed did so well. The patient's sudden deterioration occurred directly because I (the physician) inadvertently dislodged a temporary pacing wire while using the needle eye snare, resulting in a period of asystole requiring several minutes of CPR. I (the physician) chose to take the risk of a transfemoral lead retrieval knowing in advance that this complication could occur. The patient has recovered well after I (the physician) re-sited the temporary pacing lead, and is due for discharge from hospital soon. I (physician)would categorize this as an operator-related event rather than an equipment related event."

Manufacturer narrative:
(B)(4). The event is currently under investigation.